Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.

Event description:
It was reported that the atrial lead dislodged twice and they were concerned about tissue in the screw. The lead was removed and replaced. No patient complications have been reported as a result of this event.